Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing therapy for atrial fibrillation (af) that was detected as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.